Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, two catheters had problems with a stuck guidewire. The catheter and guidewire were replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.